Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
During a follow up call, the customer reported via phone call, she was having issues with the insulin pump alarming no delivery. The customer's blood glucose was 600 mg/dl, the night prior to the call. The customer had resolved the issue by doing a complete set change and she noted the cannula on the infusion set was bent. She was advised to call when the alarms occur to ensure the insulin pump is working properly. Customer current blood glucose was 274 mg/dl. Customer was advised to monitor the device and is not returning the device for analysis.